Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse). The o2 gas module and the air gas module was replaced and returned for further investigation. The returned o2 gas module and the air gas module was installed in a ventilator and the machine passed the performed pre-use checks without any failure. No abnormal found during ventilation for 24 hours. Our investigation has concluded that the reported problem is confirmed in the provided device logs that it failed at the customer site. However, it was not possible to reproduce the issue at the manufacturer site. Therefore, the root cause cannot be established.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).